Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during cataract surgery an ophthalmic console shut down on its own. The console restarted and the surgery was completed. There was no patient harm.

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The system event log was checked and system message (sm) [host - abnormal system shutdown] was observed, confirming the shutdown reported event. To resolve the issue, the nonconforming host module was replaced. Unrelated to the reported event, sm [IV pole ¿ home sensor failure] was also observed in the event log, so the IV pole controller printed circuit board (pcb) was replaced. The sm persisted, so the company service representative then replaced a home sensor. The system was then tested and met all product specifications. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is attributed to a nonconforming host module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in d.9., h.3., h.6. And h.10. The central processing unit (cpu) host module was received, and a visual assessment of the returned sample revealed filth within the module. The voltage of the cpu battery was measured, and no non-conformities were observed during testing. The cpu battery voltage dropped to 3.02v. The typical value is 3v approximately. The cpu host was installed in the console, then turned on. The cpu host booted up without errors. Surgical test was performed in sculpt mode, three times, with no nonconformities. Burn-in was performed overnight, and the console always stayed on and didn¿t lock up. Surgical test in sculpt mode was performed again three times. The reported event could not be replicated. The returned central processing unit (cpu) host module was working as intended. The root cause of the reported event is inconclusive. No functional problem was found with the returned central processing unit (cpu) host module during testing. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).